Manufacturer narrative:
Event date was estimated. Event date was requested but was not provided this event was originally reported under MFR#2916596-2022-01917 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the report of electromagnetic interference between heartmate (hm) 3 left ventricular assist device (lvad), serial number (B)(4), and an electrocardiogram (ECG) monitor could not be confirmed through this evaluation. The patient remains ongoing on (B)(4). The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), are currently available. This IFU warns not to apply high power mains treatment (eg, application of diathermy) directly to the patient. Application of high power mains treatments could result in mains interference with system operation. This document also notes that the heartmate 3 lvad may create electromagnetic interference with ECG monitoring. Adjustment of ECG lead placement may reduce the level of interference. Additionally, it is stated that the use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Finally, this IFU states that there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by one or more of the following measures: reorient or relocate the equipment. Increase the separation between the equipment. Connect the equipment into an outlet on a circuit different from that to which the other device(s) are connected. Consult abbott for assistance. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a possibility that noise was generated in the combined medical device. Electromagnetic interference between this product and an electrocardiogram monitor with important parameters for combined medical devices was suspected. There was no health hazard due to the event.